Event description:
The customer, a biomed, contacted physio-control to report that during a patient event their device would not detect the hard-paddles assembly. The end user was able to quickly obtain a backup device to continue patient care. No further details about the patient event were available. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4): the facility biomed advised physio-control that the cause of the reported failure was the hard-paddles assembly. He then replaced the hard-paddles assembly and after observing proper device operation through functional and performance testing the unit was placed back into service for use.